Event description:
It was reported a patient presented with a ventricular tachycardia episode that was incorrectly interpreted as supraventricular tachycardia (svt) by the implantable cardioverter defibrillator (ICD). No changes were reported. There were no patient consequences.